Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage was performed and failed due to 0v. A review of the share logs was performed and failed for serial number (B)(6) within the investigation window. The allegation was confirmed the probable cause was determined to be a low transmitter battery that led to a transmitter failure. The reported event of transmitter failed error is reportable based on transmitter failure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.